Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn (B)(6) was performed from 06/01/2006 to 11/10/2020 and note that this device has been returned for service 7 times which correlates to the customer reported issue or service repairs.

Event description:
It was reported that on pm, rate accuracy was out of calibration range on the device. No patient involvement was reported.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on pm, rate accuracy was out of calibration range on the device. No patient involvement was reported.